Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device change out, the right ventricular (rv) lead was inspected and found to have insulation damage near the pin. The lead was capped and replaced. No patient complications have been reported as a result of this event.